Manufacturer narrative:
Per bci field service engineer (fse); when the smart module b3 failed, it caused the shear valve on the mc probe to be wedged in the open position allowing di water to pass directly though the probe and into its waste rain which terminates in the mc reagent storage compartment. No additional service information was provided.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a modular chemistry (mc) compartment leak. No injury was reported for this event.